Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2019-15377, 2017865-2019-15380, 2017865-2019-15383. It was reported that the entire system was explanted due to infection. Vegetation was present on the leads. The origin of the infection was unknown. The patient was stable.